Event description:
It was reported that the patient presented for an implant procedure. It was noted that when the right ventricular lead was attempted to be implanted into the septum, there was a resistance. It was also noted that the silicone tip of the lead was damaged. The lead was not used and replaced during the procedure. The patient was stable.